Manufacturer narrative:
Part 03.130.010, lot 9881573: release to warehouse date: april 06, 2016. Manufacturing site: synthes (B)(4). Supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: after further review supplier documentation, it has been concluded that when this product was delivered from (B)(4) to synthes it fully conformed to all applicable dimensional and hardness specifications. No non-conformances were found during the manufacturing and quality review process. The sample received did show evidences of broken/damage stardrive form. A visual and dimensional analysis was performed, but no penetration was performed because of the damage to the stardrive form. No other nonconforming issues were found during our investigation, parts met all other customer requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver shaft was used in the surgery for the fracture of 4th and the 5th metacarpal bones on (B)(6) 2017. While inserting the variable-angle (va) locking screw, the tip of the driver was broken. No fragments remained in the patient¿s body. The surgeon also commented that it was difficult to hold the screw with the screwdriver. Surgery was completed successfully with no delay and no consequence to the patient. Concomitant device reported: va locking screw (part number unknown, lot number unknown, quantity 1). (B)(4).